Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose in the 50 mg/dl range at the time of the incident. The customer stated that while in auto mode, the pump was over delivering during meals. The customer stated that they suspended the pump but believe it doesn't actually suspend as they continued to drop low. The customer was at 110 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer was also having issues with pump uploading. The insulin pump will be returned for analysis.